Manufacturer narrative:
The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer misuse, unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported that target was not hit after aberrometry guided cataract procedure. Patient had previous lasik done. The surgeon reported that pre-operative choice would of been better for this patient then what was recommend by the aberrometer. Upon follow up, different algorithms were used for different types of eyes. The site chose no post refractive when post myopic lasik/prk should have been chosen. Clinical application specialists will be doing further training with this site to ensure this does not happen going forward. Procedure was completed the same day. Patient had intraocular lens changed out to a different lens power approximately six weeks post original procedure. Unable to tell if new lens power worked out at one week post-operative visit. Patient will be coming in soon for another post-operative visit.